Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified a super capacitor leak. The device was returned to the customer unrepaired due to customer declined repairs. Resmed reference#: case-(B)(4).

Event description:
It was reported to resmed that an astral device shutdown and failed to charge its internal battery. There was no harm or serious injury reported as a result of this incident.